Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was an arteriotomy closure of a heavily calcified right common femoral artery using a prostyle device after an interventional procedure with a 7f sheath. Reportedly, due to the heavy calcification, the first prostyle was unable to advance over the guide wire. The guide wire was replaced and shorter 7f sheath was used. A second prostyle device was inserted, but a cuff miss [suture retrieval issue] occurred. A new prostyle device was then used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.